Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad. The blood glucose reading was 165 mg/dl. The customer stated that she had to press the buttons 5 or 6 times to get a response. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had no esc and act button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.